Event description:
It was reported that the patient experienced allergic reaction. Symptoms were redness, swilling and itching. The physician believed it was not device nor procedure related. The physician prescribed medication. The patient was doing well.